Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. According to our field service engineer, the expiratory channel, pressure transducer printed circuit boards (pcb:s) and the o2 cell were found to be defective. According to provided pictures, these parts were replaced. The provided logs shows that a pre-use check was approved after the reported failure. The root cause to the reported issue cannot be established by this investigation as no parts were returned for further investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).